Manufacturer narrative:
A field service engineer was onsite and confirmed a speaker error and the speaker foil was torn. No sound could be heard. The speaker was replaced to resolve the issue. The device was operational after repairs were completed. The manufacturing date for the reported device is prior to 24sept2016 so no UDI is required. E1 reporting address state: (B)(6).

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that the speaker is defective. The device was in clinical use at the time of the event. There was no adverse event reported.